Manufacturer narrative:
H.6. Investigation: one (1) customer photo was received for review and analysis. The photo received confirm the reported issue of missing unit label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes did not have a label or had missing label information. The following information was provided by the initial reporter: the customer stated "when preparing using the tube, it found that the product has no label."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed (B)(4).

Event description:
It was reported before use the bd vacutainer® serum blood collection tubes did not have a label or had missing label information. The following information was provided by the initial reporter: the customer stated "when preparing using the tube, it found that the product has no label."